Event description:
It was reported that a pta balloon dilatation catheter being used to treat a severe occlusion in the superficial femoral and popliteal arteries separated into two pieces while it was being retracted through the 6f introducer sheath. The remaining portion of the pta balloon dilatation catheter remained lodged within the sheath and was removed in its entirety simultaneously with the sheath. No patient injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint for this lot number to date. The sample has not been returned to the manufacturer to date. The investigation is currently underway.